Manufacturer narrative:
The product investigation was completed. Device evaluation details: the product was returned to biosense webster (bwi) for evaluation. A visual inspection and deflection evaluation of the returned device was performed following bwi procedures. Visual inspection was performed and internal components were observed along the shaft and tip. Deflection testing was performed, and the deflection mechanism failed specifications due to the puller wire was found broken on the shaft. The root cause of damage could be related to the handling since in the process there are control inspection points to avoid this kind of issue; however, this cannot be conclusively determined. A manufacturing record evaluation was performed for the finished device 31095452l number, and no internal actions related to the reported complaint condition were identified. The issue reported by the customer was confirmed. It should be noted that product failure is multifactorial. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter and post procedure the bwi product analysis lab identified that internal components were exposed observed along the shaft and tip. During the procedure, it was reported that the catheter was unable to deflect or relax completely. A second device was used to complete the operation. There was no adverse event reported on patient.